Event description:
During an in-clinic follow-up, post-sensed t-wave over-sensing episodes were observed on the device. Technical support was contacted and provided reprogramming recommendations. The device was then reprogrammed to resolve the event and the patient is stable.